Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The patient was sedated with local anesthesia. A rotalink advancer, a 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, when the pedal was stepped on, it was noted that the signal light had not been changed, and it was unable to switch between the high and low speed. The device was removed directly and the procedure was aborted. The event with the foot pedal was resolved and the procedure was completed the next day with no patient complications. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device revealed no damages or defects. As the burr catheter used in the procedure was returned, testing was performed using the returned burr catheter. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated with no issue. Then functional testing was performed by connecting the advancer to the rotablator control console system. The advancer was able to reach and maintain optimal speed with no issues in both normal and dynaglide modes.

Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The patient was sedated with local anesthesia. A rotalink advancer, a 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, when the pedal was stepped on, it was noted that the signal light had not been changed, and it was unable to switch between the high and low speed. The device was removed directly and the procedure was aborted. The event with the foot pedal was resolved and the procedure was completed the next day with no patient complications. The patient was stable post procedure.